Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blood backflowed and leaked out of the "y" site of clearlink system continu-flo solution set. It was further reported that the amount of blood loss was approximately 25ml. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing was performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.